Event description:
It was reported that the patient had a sinus tachycardia with a long av block. P-waves landed in pvarp, preventing biv pacing. The patient did not have any retrograde history and the issue was resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.